Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture baker grade iii, "axillary lymph node enlargement," edema, radial folds, recall, and "heterogeneous fluid." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, anxiety-product/procedure.

Event description:
Patient reported left side capsular contracture baker grade iii, recall, and "heterogeneous fluid." Device remains implanted.